Manufacturer narrative:
(B)(4). Eval results: (renal failure, death), (severe iliac tortuosity bilaterally and stenosis of 50 percent). Conclusion: (severe iliac tortuosity bilaterally and stenosis of 50 percent).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.9 cm fusiform abdominal aortic one yr ago. Vessel morphology was reported as there was an angle between proximal aortic neck and main axis of aaa is 20 degrees, the aortic neck below the renal arteries is 21 mm in diameter, distal diameter is 20 mm, its length is 12 mm. There was severe bilateral iliac tortuosity. Right iliac stenosis was 50% and the left was 10%. It was reported there was stent graft kinking observed at the right iliac artery during index procedure and stent graft kinking reported at discharge image. The stent graft was patent. It was reported that the pt expired, due to cardiac decompensation (with related renal insufficiency). The investigator assessed that the pt's death was not related to the device or procedure. (MFR report# 2953200-2011-00261).